Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, immediately after the sheath was inserted into the body, air was intermittently aspirated from the hemostasis port. No abnormalities were observed during priming. Prior to the event, only the accompanying dilator and guidewire were inserted. There was no resistance when the first device component was inserted into the introducer. No air entered the patient¿s body. The introducer was replaced without the need for an additional access site, and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.